Event description:
A guide wire was placed in the left coronary artery and a balloon angioplasty was performed. The catheter and wire were in the process of being repositioned and the guide wire became immovable in the catheter lumen. The catheter and guide wire were totally removed from the pt without difficulty. The physician used more than usual force to pull the guide wire out of the catheter. This action broke the wire and approximately 10mm of the distal wire tip remained in the catheter.